Event description:
It was reported that during a low anterior resection procedure, after firing the device, they recognized that the device had only stapled 2 or 3 staples, but it had cut. They could see that a few staples where formed, but they could also see that there were unformed staples. This led to that the pt have to have a permanent stomi. This was a complication for the pt, not the purpose with the surgery. The doctors pointed out that there was nothing that indicated this outcome when they fired the device. There was no problem to put the anvil to the device, to close the device or to fire the device. And they got the rings after. So they were not at all expecting anything wrong. It was too low to try to take another device and do it again. Additional info has been requested.

Manufacturer narrative:
Info anticipated; but unavailable at this time.